Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. The device will not be repaired for the reported condition at this time since it is a stay-in unit. Additional: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.